Event description:
It was reported that a large volume folfusor had particulate matter in its bladder. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: december 10, 2013 ¿december 11, 2013. Evaluation summary: the actual device was evaluated. Visual inspection of the device revealed particles between 0.20 to 0.40 mm in size. A spectrophotometer scan was performed and the particles were identified as acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was initiated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.